Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a compromised force sensor system during the cannula fill. The insulin pump did not fall and the piston was stable. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self-test, off no power test, rewind and unexpected restart error test. Device alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. Unable to verify prime alarm due to motor error alarms. Unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarms. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner, scratched reservoir tube window and stained end cap sticker.